Event description:
It was reported that the customer experienced a blank display on the insulin pump after a battery change. Advised customer to remove the battery from five minutes, but the issue persisted. Advised customer that a new battery carrier and new batteries would be sent. The customer's blood glucose was 203 mg/dl. The customer later stated that, after a two hour rest for the insulin pump, the insulin pump was working again. Nothing further reported.

Manufacturer narrative:
Pump was monitored for 24 hrs and no blank display noted. Unit had missing segments due to open heat bond of zebra connector short side on lcd. Unit had missing overlay and broken case underneath overlay.